Manufacturer narrative:
H6: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4)

Manufacturer narrative:
H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -7.5/1.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Blurred vision and toxic anterior segment syndrome (tass) was observed. Diagnostics were performed. Anterior chamber irrigation/evacuation of visco/fluids was performed, and an addition of oral steroids and ointments were prescribed. The problem was resolved. Cause of the event is unknown.